Event description:
Related manufacturer report number: 2017865-2023-00318. Related manufacturer report number: 2017865-2023-00321. It was reported that the patient presented for extraction of the right atrial, right ventricular, and left ventricular leads due to dislodgement. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, the helix extended and covered with blood / tissue, and blood on the inner coil. After the lead was cut and cleaned, torque was applied directly to the inner coil and the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.